Event description:
One endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal rca and another endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. The site reported a dissection occurred prior to stent placement in the proximal rca but the procedure was otherwise uncomplicated. Approximately two months post the index procedure the site reported a spontaneous rectal bleed and diverticulitis. Approximately one month later the site reported chronic anemia. The patient did not require hospitalization or surgical intervention but did receive two units prbc's. Later that month that patient was admitted to hospice with a diagnosis of end stage copd. Approximately nine months after being admitted to the hospice it was reported that the patient died due to copd. Reference MFR report numbers 9612164-2011-01457 and 9612164-2011-01458.

Event description:
Investigator assessed that the previously reported rectal bleed approximately 1 months post index procedure was not related to the study device. Investigator also assessed that the previously reported patient death was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation: result - inherent risk of procedure (gi bleed).